Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12959. It was reported the patient experienced an infection at an unknown location. As a result, the physician explanted the scs system (explant date is unknown).